Event description:
The customer alleged that the ventilator stopped cycling while on pt use. The pt was not harmed or injured as a result of this event. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the vent inop condition. Manufacturer replaced the gui and ai pcb. The unit passed extended self testing.